Event description:
Caller reported discrepant results with inratio versus meter. Patient tested inratio with fingerstick and got 3.8, the next day patient had lab draw and inr was 2.57. Patient also tested inr with blood draw from lab with inratio meter and got 3.5.

Manufacturer narrative:
The value of 3.8 obtained by using venous blood with the inratio meter was not evaluated. Only fresh capillary blood should be used with the meter. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test 1, meter inr: 3.1, lab inr: 2.57, mean: 2.835, confidence limits: 1.8-4.2. The patient reported that the tests were on the same day but did not give the time elapsed between the tests. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Product deficiency could not be established. Product testing is not required. Device is not expected to be returned for evaluation. Investigation is closed. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established.